Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line to request support with arterial line quality post coding her patient on cardiosave intra aortic balloon pump. Troubleshooting revealed the patient was in bigeminy and was having significant ectopy. The esp personnel had user work with the leads, removing and replacing, using doppler gel and placing the electrodes closer to the heart. This cleaned up some of the artifact and she was able to get the pump to trigger in ECG without switching over to pressure often. Also, the esp personnel reviewed the benefits of the pump being in auto especially given her patient`s tenuous status. No harm or injury reported.